Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: call service 054 alarms observed in the black box and alarm history. The pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received. The battery compartment is cracked along side of pump and between case seal and bumper pad. Returned battery cap unavailable for testing; test cap used for investigation.